Manufacturer narrative:
Service technician was unable to verify the reported "ventilator was resetting itself" problem. Did not find any abnormalities in the event trace. Found an additional failure during the initial final test, failed port to port leak test. Replaced the exhalation module with a known good one and passed the initial final test and the initial alarm volume test. Unable to duplicate the reported problem. The main board will be replaced as a precaution. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the revel ventilator was alarming code 104 (blower preventative maintenance alarm) and the ventilator was resetting itself. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.